Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed selftest. Customer's blood glucose value was 197 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rf pic failed selftest alarm noted. Pump communicated properly to blood glucose meter and test minilink transmitter. No blood glucose meter anomaly, lost sensor alarm anomaly or unexpected warm up sensor time frame anomaly noted. Pump had cracked reservoir tube lip and minor scratched display window.